Event description:
It was reported that the customer experienced an unknown elevated blood glucose (bg) that resulted in a hospitalization with diabetic ketoacidosis. Cause was not known. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.